Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Device evaluation as follows: technical evaluation has confirmed the customer specified fault. A blockage is present, protruding in the air / water nozzle. The debris in the nozzle is a black rubber like material. Additionally, service repair noted failed water flow. Investigation is ongoing. This report will b supplemented accordingly following investigation.

Event description:
As reported, "suction always fail in the middle of procedure". The procedure was completed using same set of equipment. No patient harm or impact reported due to the event. No user injury reported. Device return evaluation found black debris protruding from the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the legal manufacturer's final investigation. Report source - checked 'other' to add the country (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material present in the air/water nozzle was due to insufficient reprocessing of the device which caused fibers from the clothes used for reprocessing to remain on the device. It is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The following information is stated in the instructions for use regarding insufficient reprocessing of the device which may have prevented the event: ¿1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the following information is stated in the instructions for use regarding cleaning of the device which may have prevented the event: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the following information is stated in the instructions for use regarding cloths used in reprocessing of the device which may have prevented the event: "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." Olympus will continue to monitor field performance for this device.